Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort at the ipg site, due to the ipg sitting on their belt line. The patient has not experienced any trauma. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned to address the issue. Therapy was restored.

Manufacturer narrative:
Date of event estimated.